Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5; cat# 6570-0-736; lot# 73005503. 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# 5bda. Tridentii tritanium cluster56f; cat# 702-04-56f; lot# 71106701a. Size 6 accolade ii 127 deg; cat# 6721-0635; lot# 68554901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "procedure: right hip arthroplasty removal, antibiotic spacer placement. Pre-op diagnosis: right hip prosthetic joint infection."